Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had wrist broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar instrument used in a surgical procedure. Key issues noted include a misaligned jaw and a broken wrist at the distal end of the instrument. However, the specifics of the procedure, such as whether the instrument and cannula were removed together, the need for additional ports, or the state of the jaws (stuck open or closed), remain unknown as the respondent was not present in the procedure room. No photographic evidence or video recordings are available for review, but the instrument has been returned to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.